Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/9/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received 10 unused insyte autoguard winged 20ga units in sealed packages from material. Number 381834, lot number 9325479. A visual/microscopic evaluation and testing was performed on the 10 representative returned units. The needle covers were removed in a straight outward motion and inspection of the catheter units were performed. There were no bends, crimps, holes, kinks, splits, or wrinkles nor a needle spearing through the catheter tubing. There was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. The lie distance was in within the specification per insyte autoguard specification. The hub was manually twisted and rotated with no issues. The needle retraction testing was performed for all 10 units and all units retracted as expected. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced a needle that would not retract after use. The following information was provided by the initial reporter: material no: 381534 batch no: 9325479 customer's response states: "we had a couple issues. First issue, the catheter was retracted back inside the handle. The second issue the needle deployed but would not retract. I can't say for sure both units were from the same lot #, but it is most likely. At this point I am thinking they came from the same box and that box may have been damaged during handling. I pulled that lot off our shelves for the time being and wanted to make sure there were no other complaints." Complaint form sent to customer to obtain full details. On the request, customer requested if there have been any recent recalls related to catalog# 381534. After searching the bd site, this product was not recently recalled. Left message for customer to call back to determine if the facility was experiencing any issues. Followed up vm with email response to customer. The lot # is 9325479. But I believe only one failed unit was written up in the report. The second failed item was not kept and recorded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced a needle that would not retract after use. The following information was provided by the initial reporter: material no: 381534, batch no: 9325479. Customer's response states: "we had a couple issues. First issue, the catheter was retracted back inside the handle. The second issue the needle deployed but would not retract. I can't say for sure both units were from the same lot #, but it is most likely. At this point I am thinking they came from the same box and that box may have been damaged during handling. I pulled that lot off our shelves for the time being and wanted to make sure there were no other complaints." Complaint form sent to customer to obtain full details. On the request, customer requested if there have been any recent recalls related to catalog# 381534. After searching the bd site, this product was not recently recalled. Left message for customer to call back to determine if the facility was experiencing any issues. Followed up vm with email response to customer. The lot # is 9325479. But I believe only one failed unit was written up in the report. The second failed item was not kept and recorded.